Event description:
It was reported the right ventricular (rv) lead had a possible issue with the helix mechanism. The rv lead dislodged and the helix would not extend during the repositioning attempts. The rv lead was explanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. The analyst commented that the lead was received with helix extended and slightly bent. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.